Manufacturer narrative:
Dvice not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years and 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, the preoperative tee demonstrated moderate mitral valve regurgitation. Intraoperative tee confirmed the preoperative impression, demonstrating mild globular left ventricular enlargement with no wall motion abnormality or areas of thinning. The mitral valve demonstrated evidence of double orifice consistent with the previous alfieri repair. There was a low moderate jet of regurgitation in the posterior orifice directed posteriorly, presumably at the prosthetic ring in the region of segment p3. At surgical exploration, the annuloplasty ring was intact and solidly fixed to the mitral annulus, with excellent endothelialization of the entire band with the exception of a 1 cm area immediately adjacent to the area of anterior leaflet prolapse and presumed to represent a "jet lesion," conceivably responsible for hemolysis. Per the surgeon, the reason for explanting the ring was not related to device malfunction.